Event description:
Customer reported the system will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated circuit card and cable connectors. System operates as intended.